Event description:
Information received does not address the patient's clinical status but notes during an elective replacement procedure, prior to implant, the device was programmed to vvi at 60 ppm with the sensor passive. Capture, sensing and measured data were all appropriate. As the physician was closing the pocket, the rate increased to 98 ppm. Although the device was programmed to 70 ppm, it continued to pace at 98 ppm until the telemetry wand was removed reverting it to 60 ppm.